Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the reported event of a loud hum coming from the blood pump while the motor was in use, as well as the motor being abnormally hot, was confirmed. The centrimag motor (serial #: (B)(4) was returned for analysis. The motor was investigated by ppe. When the motor cable was manipulated at the motor end, the motor failed resistance testing at the following connections: a1+/a1-, b1+/b1-, a2+/a2-, and b2+/b2-. The motor cable passed insulation testing. The centrimag motor returned to the service depot for analysis. The returned centrimag motor was evaluated and tested under work order #53620971. The service depot was unable to verify the reported issues. The motor ran for an extended period of time with the associated console (serial #: (B)(4) and flow probe (serial #: (B)(4). The inspection of the motor cable was performed per field action ¿fa-q318-mcs-1¿. The root cause for the reported event was conclusively determined to be due to motor cable damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g1, g2: correction.

Manufacturer narrative:
Approximate age of device ¿ manufacturing date currently unavailable, the age of the device will be updated once the manufacturer's investigation is completed no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support on (B)(6) 2019. It was reported that there was a loud hum coming from the centrimag pump head while in motor and in use. It was also reported that the motor was abnormally hot. The account changed over to the back up motor and no further noise was noted. It was believed that there was a motor issue.